Event description:
It was reported that a revision surgery was performed due to an infection. All the components were removed.

Manufacturer narrative:
It was reported that a revision surgery was performed due to an infection. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches was performed and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the IFU and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.